Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in two pieces. External abrasion breaching the outer insulation and exposing the recoil due to friction to the device can was noted at 7.0 cm - 7.3 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.